Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a stenting procedure within the mid-lung on (B)(6), 2011. According to the complainant, after the stent had started to deploy, the deployment suture got stuck and would not release any further. The physician removed the device without issue and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. There is no alleged malfunction with the jagwire guidewire that was used during this procedure.

Manufacturer narrative:
Only the catheter portion of the delivery system was returned; both the deployment suture and stent itself were not returned. The shaft of the delivery system presented with a significant kink 10cm distal to the guidewire access port. The location of this kink is consistent with a restriction having occurred during the release of the stent. The most probable root cause of the event is being attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a stenting procedure within the mid-lung on (B)(6), 2011. According to the complainant, after the stent had started to deploy, the deployment suture got stuck and would not release any further. The physician removed the device without issue and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. There is no alleged malfunction with the jagwire guidewire that was used during this procedure.